Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, fever, and being ¿pretty sick¿. The cause of the peritonitis was not reported. Beginning on the day of onset, the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and an unknown second antibiotic (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. The cause of death was reported as peritonitis and three additional non-related events. On the day of onset, the patient was hospitalized for the peritonitis event and the patient was hospitalized at the time of death. The patient was not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. One day prior to death, dianeal and extraneal therapies were stopped. No additional information is available.